Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced rising blood glucose after starting a new steel 6 mm contact/detach infusion set, with connected dosing that had no effect until the user changed the infusion site and discovered the needle guard had not been removed on the prior set; after replacing the set, priming the tubing, and applying correctly, insulin therapy resumed and glucose trended back in range. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of synced device logs, user interview, and troubleshooting with site change and tubing fill. Investigation of this case revealed insulin under-delivery due to an insertion/setup issue of the infusion set, consistent with a use-related installation error affecting the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set preparation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.